Manufacturer narrative:
The root cause of the shutdown is unknown, as the issue could not be duplicated. However, system logs suggest potential factors such as foot control efc00402 battery failure, cpx03 error, module resets, and low air pressure warning. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported the stellaris system shut down/black screen during case. No patient impact was reported.

Manufacturer narrative:
The computer module serial number (B)(6) did not demonstrate the reported issue during some 12 hours of operation under test. The onsite field engineering technician could not reproduce failure but replaced the computer for troubleshooting reasons. A review of systems startup and case logfiles demonstrated issues to have been encountered on the date when the issue was reported. Neither the serial number of the foot control nor its associated data were shown in the startup log for that day and numerous error messages appeared during the case. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.